Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2015: (B)(6) regional medical center. (B)(6), md. Procedure note. Upper endoscopy. Indication: abdominal pain post savoy dilatation with negative CT scan for perforation, persistent pain. Procedure: on examination of the stomach, she had a classic gastric remnant with gastric bypass/roux-en-y anatomy. At the anastomosis there is some mucosa with hyperemia consistent with savary tube irritation or trauma. This was minor. Just lateral to this there was a longitudinal furrow in the mucosa. This was kind of folded over. It was difficult to visualize. However, with suction some mucopus was coming from it. The scope was then passed across the anastomosis. She does have a chronic ulceration at the 6 o¿clock position. This appears ischemic in nature. Impression: deep furrow-like ulcer in the gastric remnant suspicious for savary dilation trauma, question contained perforation. Chronic ulcer on the jejunal side of her anastomosis. Plan: follow up CT to see if there is evidence of perforation at this point. Cover with intravenous antibiotics. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) group, (B)(6) md. Office notes. Followup; ventral hernia repair with mesh, panniculectomy. Still has drains in place. She is feeling fine. Abdomen soft. Told her to use abdominal binder because she has nothing on today. (B)(6) 2011: [facility ni]. (B)(6) md. Office notes. No growth from the culture. Still has diffuse abdominal pain, explosive diarrhea and has lost a fair amount of weight. With the abdominal distention I am concerned about c diff [clostridium difficile]. Gastroenterology to get this checked. Return in 10 days. (B)(6) 2011: [facility ni]. (B)(6) md. Office notes. Stabilized related to the abdomen. Dealing with infections in other areas at this time. Issues are inferior fat necrosis and a new superior hernia. Best option would be to open abdomen vertically, repair the hernia and attempt to resect the fat necrosis area. (B)(6) 2013: (B)(6) medical center. (B)(6) md. Radiology-CT abdomen/pelvis. History: upper abdominal pain, distension. History of perforated bowel, kidney stones, gastric bypass, ulcers, pancreatitis. Some mesh is noted as well as diffuse skin thickening and thickening of the recti. Minimal ventral hernia containing omental fat but stable. Impression: no acute findings are demonstrated. Stable changes include postoperative changes of the stomach, previous cholecystectomy and hysterectomy. (B)(6) 2013: (B)(6) medical center. (B)(6) md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: strangulated omentum. Operation performed: exploratory celiotomy with resection of strangulated omentum. Surgeon: (B)(6), md. Findings at time of operation: there was strangulated omentum stuck to the edge of the previously placed mesh, but there was no recurrent hernia. Technique: ¿after informed consent and proper identification, the patient was brought in the operating room and placed on the table in supine position. Monitoring was placed by anesthesia. Induction of anesthesia was begun. The patient was intubated without difficulty. General endotracheal anesthesia was established. She was prepped and draped in the usual fashion. Underwent incision in the midline, right next to where the CT marker had been placed. We entered the abdominal cavity. Adhesiolysis was then performed, which lasted for about 15 minutes, and we worked our way towards the area where the hernia had been identified by cat scan. What we found was this omentum was stuck up there and twisted and necrotic, and after taking this down, there was no hernia. So we resected the omentum that had been causing the problems, and then closed the abdomen using figure-of-eight nurolon suture. The deep space was closed using 3-0 vicryl suture and skin was approximated with 4-0 monocryl and histoacryl. The patient was then awakened, extubated, and taken back to recovery. She tolerated the procedure well.¿ (B)(6) 2013: (B)(6) group, (B)(6) md. Office notes. Complaining that she has a seroma that spontaneously ruptured a few times in the last two to three weeks. No sensation in this area because has had so many operations and scars. No odor. Abdomen soft. Has a 2 mm small hole that is just scabbed over in the middle portion of her recent incision. Opened this area. A gush of fluid came out that appears to be clear. No sign of infection. Probed the wound which goes down about 3 cm in all directions. Impression/plan: seroma, status post laparotomy. Drained the seroma, packed her with about 8 inch long 0.25 inch wide plain nugauze. Told her to change it once a day. Will follow up with dr. (B)(6) in one week. (B)(6) 2013: (B)(6). (B)(6) md. Office notes. Returned because she felt the wound was bigger. Trying to use abdominal binding. The wound does not appear infected. The subcu fat did not heal so she does have a big tunnel from the opening down for another 5-6 cm. Nothing draining out. Repacked with kerlix; do packing once a day. Will see dr. (B)(6) for continued care. (B)(6) 2013: (B)(6). (B)(6) cma. Phone call. Patient calls to state she is having terrible left side pain and the drainage smells bad, no redness or fever. Advised she needs to go to the emergency room to be evaluated. Wanted me to call in an antibiotic. Advised dr. (B)(6) had not thought the last two times she came and wanted this was not necessary. (B)(6) 2013: (B)(6). (B)(6) md. Office notes. Comes for evaluation of her abdominal wound; she thinks it looks horrible. It¿s clean, granulating well. She was packing too tight. Showed her how to pack it. Put duoderm on both sides. Told her it would take about three weeks to get this to close. Follow up next week. (B)(6) 2013: (B)(6), (B)(6) cma. Phone call [handwritten]. Patient called and left message that she was having abdominal pain and drainage. Tried several times to reach her and left messages with no call back. (B)(6) 2013: (B)(6). (B)(6) md. Office notes. Comes for evaluation of her wound. She¿s packing way too tight and actually keeping it open. It is larger than it was last week. I impressed upon her to pack it less. Wound is granulating at the depths. It just needs to be allowed to heal. She says she has pain and her abdomen is firm; it feels soft to me. Normal bowel movements, tolerating her diet. See her back next week. (B)(6) 2013: (B)(6) medical center. (B)(6) md. Radiology-CT abdomen/pelvis. History: left sided abdominal pain. History of kidney stones, gastric bypass surgery and perforated bowel. Prior hysterectomy and cholecystectomy. Impression: there appears to most likely be interval operative changes to the anterior abdominal wall but correlation is required. There are new infectious, inflammatory or postsurgical changes to the subcutaneous soft tissues and anterior fascial planes, most pronounced within the periumbilical region. There are small areas of subcutaneous air in the periumbilical region, again which could represent postoperative change versus infection. Tiny focus of oral contrast within this region could be within a small diverticulum of bowel, although extravasated contrast in the setting of an enterocutaneous fistula is an alternate consideration. (B)(6) 2013: (B)(6) medical center. (B)(6) md. Consultation. In office a week ago for draining wound. The wound looked like it was granulating fairly well. She thought the drainage was getting worse and had increasing pain. Reviewed the cat scan; no signs that this wound has an abscess associated with it, no fistula. The wound does track inferiorly so we opened the wound to its fullest extent. At the depths of the wound we found a stitch. I thing this was actually a stitch abscess. We removed that foreign body. Will start dressing changes with normal saline. (B)(6) 2013: (B)(6) medical center. (B)(6) md. Office notes. Evaluation of wound. Granulating nicely; did have to cauterize the edges with silver nitrate. Continue with wet to moist dressing changes; switch to normal saline. Follow up in 3 weeks. (B)(6) 2013: (B)(6) medical center. (B)(6) pa; (B)(6) md. Office notes. Nonhealing surgical wound to mid abdomen. Has not had any problems with infection. Wound area 35 x 20 x 14. Debrided today. Recheck in 3 weeks, soap and water washes, dressing changes as outlined. (B)(6) 2014: (B)(6) medical center. (B)(6) md. Office notes. Evaluation of nonhealing abdominal wound. Wound now measures 2.4 x 1.5. Did debride some partial-thickness areas today over entire surface. Continue same dressings and follow up in 3 weeks. (B)(6) 2014: (B)(6) medical center. (B)(6) pa; (B)(6) md. Office notes. Non-healing abdominal wound; previously debrided. Tissue looks good; area down about half size. Selective full-thickness debridement with a curette. No gross signs of infection. Will switch from saline to thermabond topically, change once a day. Recheck in two weeks. Soap and water washes. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. D4: corrected lot #, catalog #, UDI, exp. Date . D6: device implanted on (B)(6) 2010. D7: device explanted on (B)(6) 2011. H4: corrected device manufacture date. H6: updated method and results codes ¿ results pending review of manufacturing records. H6: conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2010, including prior cholecystectomy, total abdominal hysterectomy and bilateral salpingo=oophorectomy, rounx-en-y gastric bypass with adhesiolysis, cecal perforation; laparoscopic repair were not provided. (B)(6) 2010: (B)(6) medical center. Patient information. Admitting reason: panniculectomy/suction assisted liposuction. (B)(6) 2010: (B)(6) medical center. (B)(6) md. Operative report. Pre/postop diagnosis: ventral hernia and pannus. Operation: ventral herniorrhaphy with mesh. Clinical note: see previous dictations, h&p. Technique: ¿after informed consent and proper identification, the patient was brought to the operating room and placed on the table in the supine position. Monitoring was placed by anesthesia. Induction of anesthesia was begun. The patient was intubated without difficulty, and general endotracheal anesthesia was established. She was then prepped and draped in a sterile fashion. Dr. Orchard had marked her for a panniculectomy, and he made the incision and carried out the dissection for the panniculectomy to expose the ventral hernia. He will dictate his part of the operation under a separate dictation. After the hernia sac was exposed, I opened the hernia sac and extended the incision through its fullest length, took down adhesions and to the hernia sac underlying to allow us to have room for an underlying closure. We then resected the hernia sac and then placed a dual mesh beneath the fascia and sutured it in position with interrupted suture. We then closed the fascia over the dual mesh with interrupted figure-of-eight nurolon sutures. We then took a stratus and placed it over the incision and secured this with a combination of sutures and staples. The case was then turned back over to dr. Orchard. The patient tolerated the procedure well, and again dr. Orchard will dictate his parts of the operation under a separate dictation where he was the primary surgeon.¿. [Missing records: records for the ¿panniculectomy¿ portion of the procedure on 12/15/10 were not provided.] (B)(6) 10: (B)(6) medical center. Operating room implant record. [Handwritten]. Procedure: repair of recurrent ventral hernia with mesh, chemical component separation using botox, panniculectomy, scar revision bilateral chest. Manufacturer item: underlay- 10cm x 15cm x 1mm dualmesh plus biomaterial. Lot#: 06731727. Ref# 1dlmcp03. Label: overlay strattice 10x16 firm. Records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/06731727) was implanted during the procedure. (B)(6) 2011: (B)(6) medical center. (B)(6) md. History and physical. Cc: abdominal wall pain. Hpi: hx chronic obesity; gastric bypass in 2005. That was complicated by cecal perforation and adhesions. Then she eventually ended up with a ventral hernia. Ventral incisional hernioplasty with mesh, abdominoplasty and plication by drs. (B)(6) and (B)(6) in (B)(6) 2010. She does have a recurrent incisional hernia, which has been causing some pain and discomfort. It was elected to proceed with repair of the hernia and excision of some fatty, necrotic material. Scheduled to be done (B)(6) 2011. Pmh: diabetes mellitus type 2; on insulin, steatohepatitis, asthma. Psh: cholecystectomy in 1988, tah/bso 1992, roux-en-y gastric bypass with adhesiolysis in (B)(6) 2005. Shortly after that developed cecal perforation and underwent laparoscopic repair. She has had some recurrent gastrojejunal strictures since then. Current meds: lantus insulin, humalog insulin, lortab elixir. Ros: abdominal wall pain secondary to the hernia. Exam: wt 162 lbs, bmi 24. Abdomen shows multiple scars with a ventral hernia, tender, but easily reducible. No definite masses, open areas, organomegaly, bruits. Impression: recurrent abdominal wall pain with history of ventral hernia status post repair with mesh. Plan: baseline labs; if within normal limits can be medically cleared for the planned surgical intervention. (B)(6) 2011: (B)(6) medical center. (B)(6) md. Operative report. Preop diagnosis: recurrent ventral hernia. Postop diagnosis: recurrent ventral hernia times two. Fat necrosis. Operation: repair of recurrent ventral hernia with mesh. Technique: ¿after informed consent and proper identification, the patient was brought to the operating room and placed on the table in supine position. Monitoring was placed by anesthesia. Induction of anesthesia was begun. The patient was intubated without difficulty and general endotracheal anesthesia was established. She was prepped and draped in the usual sterile fashion. Dr. Orchard planned the skin incision to remove the area of fat necrosis. This incision was carried down through the skin and subcutaneous tissues and removed at the level of the fascia. Then cleaned circumferentially around the upper hernia sac, opened it and probed the wound and found a small pinpoint hernia superior, but then we found at the umbilicus a larger hernia. Both of these sites were at the edge of her previous graft site. We then opened up the abdominal wall to include all the hernias. Care was taken to dissect down adhesions as we did this. We then mobilized skin flaps circumferentially to elevate to get past the rectus abdominus muscle so that we could inject some botox in the oblique muscles for a chemical compartment separation. Then dual mesh was sutured in position. We had sutured two pieces together to get the length we needed. This was sutured with nurolon suture and also then sutured to the fascia in underlay fashion with nurolon suture. We did this through marlex mesh pledgets on the top of the fascia . We then approximated the fascia using interrupted prolene suture. The case was then turned over to dr. Orchard to advance the skin flaps and close.¿. (B)(6) 2011: (B)(6) medical center. (B)(6) md. Operative report. Pre/postop diagnosis: abdominal ventral hernia with painful fat necrosis of the central abdomen with excess skin after significant weight loss. Operation: ventral hernia repair (dr. (B)(6) ) with excision of fat necrosis of the central abdomen with umbilectomy and removal of excess skin with complex closure of 45 cm. ¿the patient was placed under general endotracheal anesthesia and sterilely prepped and draped. The incisions were made after determining the amount of skin resection that could easily be performed. This included the area of central fat necrosis and the umbilicus. Dissection was carried down to the fascia, and this tissue was removed en bloc. Of note, small amounts of tunneling were then performed to allow visualization of the internal and external obliques for placement neurotoxin to aid in the hernia repair. For this patient, 100 units of botox were injected into the internal and external obliques from the umbilicus up to the level of the costal margins. This was done under direct visualization bimanually palpating the internal and external obliques to make sure that the needle did not penetrate into the peritoneal cavity. The hernia was then repaired by dr. (B)(6) . Please see his dictation for that portion of the procedure. The wounds were then closed over the top of suction drains using a combination of interrupted vicryl for deep sutures, interrupted vicryl for subcutaneous stitches and a johnson & johnson perineo closure of the skin over the top of this in a complex fashion. The procedure was well tolerated by the patient. The drains were sutured into position, and the patient was taken to the recovery room in stable condition. All needle and sponge counts were correct at the end of the procedure.¿. (B)(6) 2011: (B)(6) medical center. Implant sticker. Procedure: ventral hernia repair with mesh, excision of fat necrosis to abdomen. Manufacturer item: gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 8204646. W.l. Gore & associates. Bard mesh 3 x 6. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/8204646) was implanted during the procedure. (B)(6) 2011: pathology medical services, pc. Scott m. Noel, md. Pathology report. Accession #: es11-2939. Final diagnosis: a. Abdominal soft tissue, herniorrhaphy: 1. Benign skin segment with subcutaneous fat necrosis and fibrosis. Clinical information and history: recurrent ventral hernia, fat necrosis of abdomen; ventral hernia repair with mesh, excision of fat necrosis to abdomen. Gross description: a. Fat necrosis of the abdomen: received in formalin in a container labeled ¿(B)(6)) fat necrosis of abdomen¿ is a 25.5 x 8.5 x 2.0 cm ellipse of skin and subcutaneous tissue with a central 1.2 x 0.8 cm umbilicus. A 5.5 cm long well-healed linear scar is also present. Also on the skin surface there is a 12.5 x 4.2 cm area of diffuse brown mottling. Near one tip there is a 2.0 cm subcutaneous area of firm fibrous tissue. There is a second subcutaneous area of firm tissue on the longer margin. The specimen is reviewed with the direct supervision of dr. Masada. Sections are submitted in a1 and a2. Microscopic description: a. Two h/t/e slides cut from paraffin blocks a1 and a2 examined microscopically. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06731727. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: corrected lot number to unknown. H6: updated to codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. H6: conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for ¿exploratory laparotomies for perforated bowel¿ were not provided.] [Missing records: records for ¿CT abdomen/pelvis¿ were not provided.] (B)(6) 2010: (B)(6). Office notes. Chronic abdominal pain may be partly due to an incisional hernia in ventral area. Multiple surgeries in past. Gastric bypass 5 years ago, lot of adhesions following. Also, cecal perforation. See (B)(6) at (B)(6) mentioned plastic surgeon involved help with procedure, does have pannus also contribute to recurrent intertrigo. Recurrent rashes within abdominal folds over past years complicated by fungal infection. Exam: abdomen tenderness diffusely. Healed midline scar and scar right upper quadrant. Slight bulging of ventral region. Prominent abdominal fold across lower abdomen with pannus formation. Impression: incisional ventral hernia. Plan: plastic surgical evaluation from (B)(6) possibility incisional hernia repair with panniculectomy. (B)(6) 2010: (B)(6). Letter to (B)(6). Evaluation of incisional hernia. Has multiple incisional herniae along whole incision line. Component separation to stay out of multiple operative abdomen would be beneficial and using onlay procedure. Panniculectomy at the time of herniorrhaphy important recurrence would be higher if we do not do panniculectomy. (B)(6) 2010: (B)(6). Office notes. Right upper quadrant abdominal pain. Known incisional abdominal hernias. Noticed increase in chronic abdominal pain today. Loss of appetite. Because multiple surgeries, adhesions, would like x-ray performed. Exam: abdomen, multiple scars present. Multiple ventral hernias palpably noted. Bowel sounds normal, mild tenderness right upper quadrant. Treatment: CT abdomen/pelvis ordered. (B)(6) 2010: (B)(6). Radiology ¿ CT abdomen/pelvis with contrast. History: right upper quadrant pain, history multiple surgeries. Comparison: (B)(6) 2008. Findings: midline anterior abdominal wall hernia. Second anterior abdominal wall midline hernia identified. Both contain peritoneal fat. No incarcerated bowel. Inferior hernia does have portions of transverse colon extending into hernia. No incarceration. Impression: since prior study, redevelopment of two anterior abdominal hernias in midline. (B)(6) 2010: (B)(6). History and physical. Abdominal pain. Multiple abdominal surgeries, developed painful incisional hernia down midline. Evaluated by (B)(6), recommended surgical repair of incisional hernia. Because weight, seen by (B)(6), doing partial panniculectomy at same time. Exam: abdomen slight distention with long midline surgical scar, tender, reducible incisional hernia. (B)(6) 2010: (B)(6). Operative report. Preoperative diagnosis: symptomatic panniculitis with lipodystrophy, ventral hernia. Postoperative diagnosis: symptomatic panniculitis with lipodystrophy, ventral hernia. Operation: abdominoplasty with abdominal plication, ventral hernia repair. Description of procedure: ¿this patient was marked in the preoperative area and then taken to the operating room, placed under general endotracheal anesthesia and sterilely prepped and draped. The initially marked incisions were opened and dissection was carried down to the anterior abdominal wall. Dissection was then carried superiorly up to the level of the umbilicus, preserving the umbilicus, and then up to the level of the costal margins. The ventral hernia was identified superiorly. Please see (B)(6) portion of dictation for this. After he had completed this portion of the procedure, the skin was inspected. There was some slight bluish tinge to the skin below her subcostal incision on the right side. Therefore, it was felt dangerous to perform any liposuction to the determined. This was performed in a standard fashion. The umbilicus was brought out through an inverted omega type incision and it was closed using the same suture material. Suture material used for closure included interrupted 2-0 vicryl, interrupted 4-0 vicryl and a running subcuticular 3-0 monocryl, covered with __ [sic]. Of note, the patient had some small dog ears of the breasts bilaterally and these were also excised and closed using the same suture material.¿ (B)(6) 2010: (B)(6). Discharge summary. Admission diagnosis: ventral hernia. Symptomatic panniculitis with lipodystrophy. Procedures: ventral hernia repair with mesh, abdominoplasty with abdominal plication. Hospital course: underwent procedures, postoperatively admitted. Initially required pca [patient-controlled analgesia] for pain control. Transitioned to oral pain medications. Diet advanced, tolerating regular diet. (B)(6) output high, go home with drains in place, follow up drain removal. Ambulating, able to urinate, bowels functioning. Incision clean, dry, doing well. Discharged home. No lifting greater than 10 pounds times six weeks. Follow up 7-10 days. [Missing records: records for ¿cysts form in abdomen, recently evacuated¿ was not provided.] (B)(6) 2011: (B)(6). Office notes. Follow-up. Underwent tummy tuck, had cysts form in abdomen. Still doing better. Said because of gallbladder removal 1988, has a lot of adhesions in abdomen. Fever better after antibiotic treatment. Had repair of mesh graft in abdomen. Had some seromas, no real infections. Exam: abdomen soft, nontender, tummy tuck with multiple incisions and drainage. Impression: recent surgery of abdomen with drainage and cysts, recently evacuated. (B)(6) 2011: (B)(6). Office notes. Following panniculectomy and hernioplasty continues to have fluid develop around incisional sites. (B)(6) seeing her, drawing fluid off on routine basis. Multiple complaints regarding surgery and outcome, spent most time venting. (B)(6) 2011: [missing records: records for ¿drawing fluid off incisional site by (B)(6) were not provided.] (B)(6) 2011: (B)(6). Office notes. Continues abdominal pain. Multiple complaints and difficulties with incisional site. Exam: abdomen shows normal bowel sounds with multiple new incisions noted. Appear to be healing, but has a lot of fluid collected subcutaneously. (B)(6) aspirating this fluid, due to see him today. (B)(6) 2011: [missing records: records from (B)(6) were not provided.] (B)(6) 2011: (B)(6). Office notes. Right lower quadrant abdominal pain began one hour ago. Exam: abdomen acutely tender, has guarding and rebound. Diagnoses: acute abdomen, abdominal pain status post hernioplasty, panniculectomy. Treatment: transferred to bryan hospital emergency room. (B)(6) 2011: (B)(6). Radiology ¿ e-CT renal calc without contrast. Indications: generalized abdominal pain. Comparison: (B)(6) 2010. Findings: fluid collection containing air in anterior subcutaneous tissues superficial to abdominal wall measuring 10.8 x 11 cm. Around umbilicus region. Impression: distal right ureteral calculus. Suspected abscess in periumbilical region anterior subcutaneous soft tissues. (B)(6) 2011: (B)(6). Operative report. Preoperative/postoperative diagnosis: right distal ureteral stone 6mm. Operation: right ureteroscopy, laser lithotripsy and stone extraction. Abdominal localized to periumbilical area. Indications: CT scan last 24 hours showing fluid collection around periumbilicus area, wanted to place drain. Suspecting seroma. Abdominal bloating and pain, tenderness around mid-waist in front. Infraumbilical tissue swollen, tender, suspicious for abscess. Procedure: abdomen prepped, draped. Abdominal ultrasound performed. No clear-cut fluid collection. Was multi septated partially solid and maybe few fluid cavities. Multiple attempts to aspirate fluid failed. Procedure concluded. Did not leave drain in nor able to aspirate any fluid to be sent for culture. Patient awakened, stable. (B)(6) 2011: (B)(6). History and physical. Abdominal pain. History chronic abdominal pain, worse over last several days, significantly worse last eight hours. Seen in fremont today for procedure to remove impacted kidney stone, performed laser ablation, surgical removal of stone. Following that trying stenting of ureters, when patient awoke, had significant abdominal pain. Upon discharge from fremont hospital she drove down here to emergency room for abdominal pain. Concern may have perforated or have worsening infection in abdomen. Incisional area around where hernia is currently hard and tender. Nonerythematous and not warm. Has had fevers off and on. Abdominal pain amendable to IV narcotics. Complains nausea, no vomiting, occasional reflux. Exam: abdomen soft, around umbilicus tender hard area of skin. No fluid noted. Positive bowel sounds. CT abdomen hydronephrosis on right, may be secondary to distal obstruction. Large air fluid collection in abdominal wall suspicious for abscess. Fluid on abdominal wall seen (B)(6) 2011, appears larger now. Assessment: history abdominal pain, abscess, retained stones, chronic pain issues. Will have (B)(6), covering for (B)(6), evaluate abdominal pain and flank pain. Remain npo [nothing by mouth]. May be abscess within abdominal wall, will provide meropenem. (B)(6) 2011: (B)(6). Radiology ¿ CT abdomen/pelvis with intravenous contrast. History: hernia repair, tummy tuck december last year. Right stone removal today, now having severe abdominal pain. Findings: large air-fluid containing collection within anterior abdominal wall extending 12 cm craniocaudally measuring 8.6 cm transverse dimension and 1.5 cm thickness laterally, at level of umbilicus extends anteriorly up to 35 mm. Findings concerning for abscess, would not expect to see air within fluid collection this late after surgery. Inflammatory changes seen in abdominal wall. Opinion: hydronephrosis with decreased renal function. Large air-fluid collection in abdominal wall highly suspicious for abscess. (B)(6) 2011: (B)(6). Discharge summary. Final diagnoses: right-sided hydronephrosis status post recent urologic procedure in fremont the day of admission here for 5.5 mm stone. Repeat cystoscopy and right-sided stent placement. Chronic abdominal pain and distention related to ventral hernia repair and abdominoplasty done in (B)(6), follow with (B)(6). White blood cell counts 13.6 on admission, 9.6 at discharge. Hospital course: admitted. Urology consulted as was (B)(6) evaluated patient in (B)(6) absence. Found area around umbilicus to be indurated but was no erythema or fluctuance. More of a chronic process from operation in december, recommends outpatient followup with (B)(6). (B)(6) communicated to patient, per her report, that she may need a revision of this area in future. Following cystectomy, improvement of pain, feels this pain is likely what brought her back into hospital, no longer requiring morphine, comfortable on lortab. Patient discharged home, appointment with (B)(6). Follow up primary care physician 3-5 days. (B)(6) 2011: (B)(6). Office notes. Follow up gastric bypass (B)(6) 2005. Complains for abdominal wall fluid collection. Exam: abdomen soft, well healed midline, panniculectomy scars. Does appear to have abdominal wall fluid collection, left greater than right, does not appear infected. Plans: schedule for interventional radiology to place drain (B)(6) 2011. (B)(6) 2011: [missing records: records for ¿interventional radiology place drain, percutaneous drainage of anterior abdominal wall fluid collection¿ were not provided.] (B)(6) 2011: [missing records: records for ¿CT¿ were not provided.] (B)(6) 2011: (B)(6). Radiology ¿ CT scan pelvis. Indications: follow-up post percutaneous drainage of anterior abdominal wall fluid collection. Compared: (B)(6) 2011. Discussion: stable position of drainage catheter in anterior abdominal wall. Contrast outlines abscess cavity, in communication with tip of catheter. No contrast into peritoneal cavity or fistula to nearby bowel. Continues to have output 10 to 15 ml per day. Operative site intact. Catheter left in place, follow-up tube check 2 weeks, consider removal at that point. Impression: slow improvement of anterior abdominal wall fluid collection. (B)(6) 2011: (B)(6). Radiology ¿ CT abdomen/pelvis with intravenous contrast. History: fell down two steps, landed on left side, severe pain left side with inspiration. Compared: (B)(6) 2011. Findings: prominent lymph nodes in inguinal regions bilaterally minimally increased from prior study, likely reactive to abscess present in abdominal wall at time of previous study. Now drain in abdominal wall at site of previous abscess, abscess decreased in size, only two tiny areas of air and fluid remaining within abdominal wall, one measuring 35 x 4 mm, other more superiorly immediately adjacent to drain, may be related to drain in place. Mesh seen in abdominal wall related to prior hernia repair. Small area ventral midline diastasis in supraumbilical region, unchanged. (B)(6) 2011: (B)(6). Office notes. Emergency room follow up. Developed abdominal wall abscess. Drained by radiologists, going well. Drain in place, scheduled removed tomorrow. Over weekend slipped or tripped, falling on left side. Pain on left side especially with inspiration. To emergency department on (B)(6), did not find fractures. May have aggravated abdominal problem because of fall. Abdomen, diffuse tenderness around drain site left lower quadrant area. Minimal fluid within (B)(6) drain. No redness around exit site of drain, no bleeding. (B)(6) 2011: (B)(6). Office notes. Continues lot of abdominal pain thinks due to incisional hernia. Repaired once before last year by (B)(6). Discomfort with flank pain, abdominal pain. Tenderness over midline area, slight incisional hernia noted. Tenderness over suprapubic area without distention. Impression: urinary tract infection, abdominal wall pain due to incisional hernia. Plan: go back to (B)(6) incisional hernia repair. (B)(6) 2011: [facility ni]. (B)(6). Office notes. Preoperative incisional hernia. History incisional hernia repair (B)(6) 2010. Increased pain abdominal wall, (B)(6) 2011 for revision incisional hernia, excision fatty necrotic material. Bowel sounds normal, tenderness over midabdominal region, reducible midline incisional hernia. (B)(6) 2011: [facility ni]. (B)(6). Office notes. Followup incisional hernia repair. Going well. Postoperative pain, no severe. Appetite fair. Right flank pain, may have urinary tract infection. No fever nor chills, no dysuria, urinary frequency. Abdomen healed surgical scars, no distension, trace tenderness, normoactive bowel sounds. Assessment: abdominal incisional hernia, status post hernioplasty, stable. Right flank pain, urinary tract infection versus postop pain. Plan: check urinalysis, urine culture. (B)(6) 2011: [facility ni]. (B)(6). Office notes. Objective abdomen: tenderness diffusely without rebound or guarding. (B)(6) 2012: [facility ni]. (B)(6). Office notes. 11 lb. Weight gain, swelling in feet, upper abdominal pain around to upper back, no injury noted. Constant pain, more at night. Duration: 1-2 weeks. Quality: ache. Severity: moderate. Onset: gradual. Context: worse. Occasional constipation. Objective: abdomen pain right upper quadrant, no masses or hernias felt. Plan: us of abdomen (B)(6) 2012. (B)(6) 2012: [missing records: records for ¿ultrasound abdomen¿ was not provided.] (B)(6) 2013: (B)(6). Letter to (B)(6). A lot of scar tissue, cat scan did show incarcerated ventral hernia, based on symptomatology of generalized pain that comes and goes, feels like bowel perforation, I¿m sure this is omentum tugging on transverse colon and some ischemic omentum, has been incarcerated in small ventral hernia. Plan ventral hernia repair. She wants to wait until the (B)(6) to do this. Will get cat scan with markers, make a minimal incision to fix hernia without prolonged hospital stay. (B)(6) 2013: [missing records: records for ¿omental strangulation status post resection¿ were not provided.] (B)(6) 2013: (B)(6). Letter to (B)(6). In office today. Had been doing great, no pain until today. Pain still generalized, had pain postop. Not sure what etiology was. Felt better for a while after resected incarcerated omentum. Incision healing. (B)(6) 2013: [missing records: records for ¿hospitalized abdominal wall wound infection, debrided¿ were not provided.] (B)(6) 2013: (B)(6). History and physical. Abdominal wall pain. Complaining of abdominal pain past few weeks. Did have a strangulated omentum and undergo surgical resection on october 19, good results. Abdominal pain resolved. Shortly thereafter she began return lower abdominal wall pain. Surgical wound opened up, had drainage. Doing daily packings, not having fever or chills, but feeling weaker. Is diabetic, blood sugars running higher, became concerned about possible infection, more so was having increased pain over lower abdominal wall. In office she had thin, purulent drainage from wound. No malodor, but did have distal undermining for 5 cm or so. Concern she did have a deeper abscess. Admitted for further evaluation, treatment. [Records not complete]. (B)(6) 2013: [facility ni]. (B)(6). Office notes. Follow up infection abdominal incision after surgery. Doing well, feeling improved, abdominal pain resolving. Continues dress abdominal wound daily, no purulent drainage. (B)(6) 2013: [facility ni]. (B)(6). Office notes. Open wound lower abdomen granulating in. Continues home therapy, dressing changes. No secondary infection seen. Wound healing progressing as expected. (B)(6) 2014: [facility ni]. (B)(6). Office notes. History abdominal wall stitch abscess due to methicillin sensitive staphylococcus aureus infection, has cleared, still small opening of abdominal wall, no drainage, no pain. (B)(6) 2014: (B)(6). Office notes. Wound completely healed, question of hernia. Mesh slightly attenuated, but no hernia defect. Will have bulge, especially when coughs. Having a time with coughing now, hopefully not develop hernia from cough. Discharging from clinic services. Reconsult if necessary. (B)(6) 2014: [facility ni]. (B)(6). Office notes. Old incision from last year still bleeding, causing problems. Incision below umbilicus, recently followed wound care clinic 6-8 weeks by surgeon. Wound opened, starting to drain. No evidence of secondary infection, scabbed over presently. May be a stitch she is reacting to. If it is this will be ongoing problem until she expelled all sutures. (B)(6) 2014: [facility ni]. (B)(6). Office notes. Cough, abdominal discomfort, nausea, emesis. Nonhealing wound over lower abdomen, surgery for omental strangulation october. Wound drain small amount bloody fluid intermittently, no purulent drainage. Objective: moderate distress, persistent cough. Abdomen nondistended, small open wound lower midline, measures 12 mm across, some crusting, no significant periwound erythema, no active drainage, no bleeding, minimally tender, no open areas. Plan: followup with (B)(6), regarding open wound of abdominal wall; may have retained or nondissolved suture. (B)(6) 2014: [facility ni]. (B)(6). Office notes. Abdominal pain, probably related to open wound and hernia. Surgery two weeks with (B)(6). Objective: abdomen small open wound over midline, no drainage, slightly tender, no erythema. Plan: surgery on abdominal wall on (B)(6) 2014. (B)(6) 2014: [missing records: records for ¿surgery on abdominal wound and scar by (B)(6) orchard¿ were not provided.] (B)(6) 2014: [facility ni]. (B)(6). Office notes. Two-day abdominal pain, generalized, low back pain. Abdomen nondistended, scar over anterior abdominal wall, no dehiscence, mild diffuse abdominal tenderness. Plan: if no improvement abdominal pain, reevaluate, follow-up 2-3 weeks. (B)(6): [facility ni]. (B)(6). Office notes. Abdominal pain past couple months. Generalized epigastric region. Surgery one year ago strangulated omentum, left with small nonhealing lower midline abdominal wound, recent revision, now healed. Abdominal wound duration 1-2 months, sharp abdominal pain, moderate to severe, gradual onset, worse. Objective: abdomen nondistended, normoactive bowel sounds, multiple healed scars, diffuse tenderness in epigastric region, no herniae. Plan: get gastroenterologic evaluation, upper endoscopy with probable dilatation with (B)(6), followup 1 week. [Missing records: records between (B)(6) 2014 through (B)(6) 2015 were not provided.]

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2010, whereby a gore® dualmesh® plus biomaterial was implanted. It was reported to gore that the patient underwent hernia repair on (B)(6) 2011, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2011, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: hernia recurrence, adhesions, necrosis. Additional event specific information was not provided.